Manufacturer narrative:
H6; bent cartridge lockout tab. Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: batch number, k0171k; cartridge pan in place/condition, yes/good; condition of drivers, good; lockout tabs on pan condition, bent, and position/condition of wedge sleds, partially fired. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechansim, good; condition of firing mechanism, good; condition of knife, good; condition of wedge bands, good; is hyper lockout condition present, no and result of attempted firing, good. Analysis conclusion: based upon inquiry info received, visual examination, and functional testing, no conclusion could be reached as to why instrument reportedly "stapled but did not cut" during surgery. Instrument was returned in good physical condition. Instrument was cycled, fired, cut, and formed staples within design specification. It was concluded that instrument was fully functional and conforming to design specifications. Experience surgeon reported could not be repeated. Returned cartridge had a bent lockout tab on pan which indicates that instrument's firing cylce was interrupted, released, then restarted. When this occurred, lockout tab on cartridge became damaged. If instrument's firing cycle is interrupted, released, then restarted, cartridge will lockout and new cartridge should be loaded into instrument. Each instrument is evaluated during assembly process to ensure it functions properly.

Event description:
It was reported the tsw35 was used during laparoscopic assisted vaginal hysterectomy. It was reported the device stapled but did not cut. It is not known how the case was completed. There was no consequence to the pt.